Event description:
There was no patient involved in this event. Device has red status indicator and is beeping.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 3rd march 2015 and performed to specification up to the 31st may 2015. Multiple manual power ups were recorded in the device memory on the 31st may 2015. The pad-pak then became depleted resulting multiple self-test fails due to a low battery. The returned pad-pak was inserted and the device failed to power on. A test pad-pak was installed, the device powered up on installation of the pad-pak. The device gave a warning low battery prompt however the device did not shutdown successfully and continued to repeat the low battery prompt. This indicates a fault as the device should not have given a low battery prompt with a known good pad-pak installed. The device delivered test therapy successfully and delivered a test shock without fault. An acceptable measurement was recorded. A low battery warning was given on the attempted shutdown. The device was disassembled for further investigation. The printed circuit board was scrutinized with no visual abnormalities found. Investigation found the reported fault can be attributed to component failure. Current leakage within the component caused the low battery warnings even with a good pad-pak installed, the device to power up upon installation of the pad-pak and the device failing to shut down correctly.